Manufacturer narrative:
G4:(B)(6) 2020 .b4:(B)(6) 2020. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report # (B)(4). Was submitted. All information were submitted under the initially reported MFR. Report. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 17sep2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device had a touchscreen failure. The device was not being used on a patient at the time of the event. There was no patient ,or user harm reported.